Event description:
A malfunction alarm with code malf 0 was reported, but there was no adverse impact to the customer's blood glucose level. The customer had not previously reset the pump, so the technical support team provided instructions and assisted in resetting it. After the reset, the malfunction did not recur, and the customer was able to continue using the pump. The caller was advised to contact support again if any malfunctions reoccurred, which they acknowledged and understood.